Event description:
According to the reporter: during laparoscopic gastric bypass, the device was unable to fire and unable to press the green button, they opened a ne device to complete the case and resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the device noted that it had undergone extensive damage during return shipping. Sulu cover shows signs of compression. Staple cartridge has been fractured resulting in a narrowing of the blade channel. Sulu adaptor has been fractured. Functional testing could not be conducted due to state of the returned device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. A definitive root cause could not be determined with regard to the reported condition. Due to the current state of the returned product, post market vigilance could not conduct a definitive visual inspection or perform functional testing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.